Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patient suffered physical injury, pain, bodily impairment and high levels of toxic metal in her blood stream as a result of the reimplanted asr hip. Update: (B)(6) 2013 - sales rep reports that the patient was revised because the cup was found to be loose. Update:- medical records received (B)(6) 2013. Revision operative report indicates the following: thin-walled posterior pseudotumor that was grayish brown to black stained; debris in hip joint; approximately 3cc of gray brown fluid; femoral head has reflective ring area in the midportion, which may possibly represent an area of wear; femoral neck sleeve has a small amount of corrosion; cup was easily removed; small amount of gray fibrous tissue in the acetabular fovea. The adapter sleeve and femoral stem have been added to the complaint.